Event description:
The customer reported the needlefree valve is stuck on a 3fr powerpicc line. The patient's PICC line had to be replaced since the patient would be at the facility for at least another month and the customer wanted to ensure they could properly care for the line and prevent infection. The PICC line hub was not scrubbed when this cap was placed. The PICC line was initially placed on (B)(6) 2018 and the caps had previously been changed on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018. The line was pulled on (B)(6) 2018. There is no report of lasting harm. The patient will be monitored for any bloodstream infections.

Manufacturer narrative:
The customer¿s report that the maxzero was stuck to the PICC line was confirmed. Inspection confirmed the inability to disconnect the PICC line female luer from the maxzero male end. Tool marks were observed at the connection. After many unsuccessful attempts to disconnect the mating components by hand, lab pliers were used to disconnect them. Once disconnected the mating components were re-examined under magnification and no anomalies with the mating components were noted. The root cause could not be determined.

Event description:
The customer reported the needle-free valve is stuck on a 3fr powerpicc line. The patient's PICC line had to be replaced since the patient would be at the facility for at least another month and the customer wanted to ensure they could properly care for the line and prevent infection. The PICC line hub was not scrubbed when this cap was placed. The PICC line was initially placed on (B)(6) 2018 and the caps had previously been changed on (B)(6) 2018. The line was pulled on (B)(6) 2018. There is no report of lasting harm. The patient will be monitored for any bloodstream infections.